Manufacturer narrative:
Age/date of birth: only partial date of birth was known. The date and year of birth are known ((B)(6) 1960 respectively), however, the month of birth is not known. Weight, ethnicity: unknown/ asked but not available. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defected. No other information was provided.